Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device has a high-pressure alarm. Alarm silenced. Patient denies any tubing kinks or closed clamps. Fingertip pressure to port site does not resolve alarm. Batteries removed, tubing clamped, and cassette removed. Cassette tapped on hard surface. Cassette reattached, batteries reinserted and tubing unclamped. Pump restarted and display reads run but alarm returns before first pump cycle. Batteries removed and tubing clamped near port site. Patient instructed to call clinic when they open this morning for further instruction. Patient verbalized understanding. Resvol 216.7. Rate 2.6 given 31.95. Patient not affected. No patient injury. No additional information available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause of a high pressure alarm is the dso sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.